Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7080200/7080012. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 34432648.

Event description:
It was reported that patients spinal cord stimulator device got infected. It was noted that patients implantable pulse generator (ipg) broke through the skin, scabbed over, and then the scab fell off and drained down to leg. The patient was administered an antibiotic. The patient underwent an explant procedure where in all devices were removed and will not be return as it was kept at the facility. No further information has been obtained despite good faith efforts.